Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified it to be underweight, a crease fold, wear abrasion, and a broken plug strap. A microscopic analysis was performed which identified a sharp edged opening assessed as an unidentified tear opening, a broken striation in the plug strap and a punctured opening in the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening in the posterior side assessed as unidentified (tear) opening. Also noted was a puncture opening on the anterior due to surgical damage-like and a sharp broken opening in the plug strap side assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25 apr 2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.